Manufacturer narrative:
D2a: common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation; reported here as the common device name exceeded the character limit for designated field.

Event description:
It was reported that when it was tried to put it in flower position, the flower was not in full position and it did not leave properly. It was tried to return it to the nominal flower position, but the guide wire was now impossible to move. The device was replaced, and the procedure was completed without patient complications. The device is expected to return for laboratory analysis.